Manufacturer narrative:
The lot history record (lhr) was reviewed and there were no non-conforming material reports associated with this lot number.

Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms: after the procedure. It was reported that in 2007, immediately after an uneventful left internal carotid artery stenting procedure, the patient had a short run of paroxysmal atrial fibrillation which the cardiologist felt was not uncommon for this patient. The following day, the patient was discharged from the hospital and accidentally fell and fractured her left humerus while trying to pick up her glasses. There was no reported dizziness, weakness or confusion at the time of the fall. The patient was readmitted to the hospital that same day for treatment of the fracture. The following day, the patient demonstrated symptoms of left sided weakness and increased confusion. The MRI done on admission noted an acute infarct, left mca distribution. It was mentioned that, the physician felt that it is unlikely that the stroke is related to the device or the stenting procedure. There were reports from the research coordinator that the stroke was possibly due to a fatty embolism caused by the fracture and it was also noted that the embolism was secondary to atrial fibrillation. The patient remains in the hospital recovering from the stroke and the left humerus fracture. There is no additional information available. Study event.